Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was able to complete rewind. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.